Manufacturer narrative:
The pump passed the displacement test and active current test. Pump failed screen test of the self test due to pump error 75. Pump failed sleep current measurement test due to moisture damage on the pcba 1. Successfully downloaded history files and traces using thump. No blank display was noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was successfully redownloaded using thump. Pump error 25 occurred after download. The second power management graph confirms where the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage on the j6/pcba 1 connector. Pump was cut open for visual inspection and found moisture damage on pcba 1, pcba 2, and the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: overlay scratched, cracked keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube). Pump error 25, pump error 75, and unexpected battery power loss were confirmed due moisture damage on j6/pcba 1 connector. No blank display was observed during analysis. Blank display was not confirmed. Pump failed self test and sleep current measurement test due to moisture damage on j6/pcba 1 connector, j7/pcba 1 connector, and d10 diode on the pcba 1. Pump was exposed to moisture on pcba 1, pcba 2, and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display since exposed to moisture. It was reported that the customer was in the pool. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per hcp instructions. The pump will be returned for analysis.